Event description:
It was reported that the high impedances measured intra-operatively did not resolve after the previous implantable neurostimulator (ins) was replaced. The lead was reportedly the suspected issue. Three days later, it was indicated that the device was re-evaluated post-operatively, and the zero electrode combinations were all greater than 4,000 ohms and non-functioning. The patient was reprogrammed after implant using alternate electrodes besides zero. The patient was reportedly doing fine. It was further reported that there were "many new lead parameters." It was noted that there was a possible header clamping issue. The patient recovered without sequela. Refer to manufacturer's report # 3004209178-2013-12724 for additional information pertaining to the ins that was replaced.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09hd8, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09hd8, implanted: (B)(6) 2013, product type lead. (B)(4).